Manufacturer narrative:
H10: internal complaint reference (B)(4). H2: additional information in b5. H11: corrected information in h6 (health effect - impact code).

Event description:
It was reported that during an unknown procedure, one incisor plus blade failed. The device stopped moving. When the scrub technician removed the inner lumen, the tip of the inner lumen broke. No broken piece fell inside the patient. It is unknown if there was a back-up device available or if there was a delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that two incisor plus blades failed in the same way. The devices broke at the tip of the inner lumen. It is unknown whether the event happened during surgery, if there was patient involvement and if there was a back-up device available or if there was a delay.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The inner shaft of the device is broken at the distal end of the flexible portion of the shaft with the distal cutter of the inner shaft stuck in the channel of the outer shaft. There is biological debris on the returned items. A functional evaluation could not be performed due to the device being damaged. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors that could have contributed include an application of excessive force or contact with another source. No containment or corrective actions are recommended at this time.